Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and specifically avms are known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Although a definitive cause and relationship to the device cannot be determined, with review of the available information there is no indication of any device malfunction or performance issues impacting the events. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized due to gastrointestinal bleeding on (B)(6) 2015. The patient was implanted (B)(6) 2015. On (B)(6) 2015 he was readmitted with gi bleed after presenting with two day history of melanotic stools. On admission hgb=6.6gm/dl and hct=21.0%. Stool specimen sent (B)(6) was positive for occult blood. He was transfused with one unit packed red blood cells on day of admission. At event onset he was on asa 325mg daily and warfarin 4mg daily, and both were held upon admission. On (B)(6) he was transfused with 3 units packed red blood cells. On (B)(6) gastroenterology was consulted; on the same day he underwent small bowel enteroscopy with cauterization of bleeding angioectasias in the duodenum and jejunum. On (B)(6) he also underwent colonoscopy with finding of mild internal hemorrhoids and no interventions. He was transfused with 2 units packed red blood cells on (B)(6) and one unit on (B)(6). On (B)(6) gi note states "evidence of recurrent gastrointestinal bleed [with decrease in hematocrit], melena." He was transfused with 2 units packed red blood cells (B)(6) and one unit on (B)(6). On (B)(6) he underwent small bowel enteroscopy with argon plasma coagulation of single bleeding angioectasia in duodenum; no other bleeding noted. On (B)(6) he underwent endoscopic retrograde cannulation and stenting of pancreatic duct to protect the pancreas, followed by argon plasma coagulation of non-bleeding peri-ampullary angioectasias of the duodenum. He was transfused with one unit packed red blood cells on (B)(6). Warfarin was resumed (B)(6), but asa was not restarted. He remained hospitalized for treatment of pseudogout, and transferred to acute rehabilitation (B)(6).